Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. A gradual increase in thresholds on the right atrial (ra) lead was observed. The lead remains in use. No further patient complications have been reported as a result of this event.